Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Please find enclosed a negative feedback for this product: lot number unknown, the ¿lot number c2197667 or c2198878 the customer didn't make any complaint form. I did for an internal analysis. We don't need to send an investigation letter to the customer. During an ercp. The physician placed an evo-fc-10-11-6-b metallic stent in the main biliary duct. Due to a large dilation of this duct, he decided to place another stent evo-fc-10-11-6-b. During this second releasing, the nurse found the trigger difficult to squeeze (the release button on the handle was push and it was in the good position). After several squeezes we heard a noise and the handle was broke. It was impossible to proceed with the release but we success to recapture the stent and remove from the scope. The nurse open a third evo-fc-10-11-6-b. She ensured the good position of the release button and she released the third stent. It was difficult to squeeze but she succeeded at the end to release completely the stent. Unfortunately, the nurse didn't notice which of the three stents was the incriminated product. That's why I wrote the two batch numbers concerned. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal during releasing stent. 2. What endoscope type and channel size was used? Duodenoscope olympus 4.2mm. 3. What was the position of the elevator? N/a, open, closed open. 4. Details of the wire guide used (diameter, type, make)? Delta wire metro 0,035 450cm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. 7. Please advise the anatomical location of the intended target site. Main biliary duct. 8. How long was the stent in the patient by the time this complaint occurred? Completly. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no. 12. What intervention (if any) was required? New stent evo. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Na. 2. Where was the stricture located in the body? Choledoc duct. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. 5. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? N/a, yes, no. 2. Was resistance felt during insertion into patient? N/a, yes, no. 3. If yes, at what point? Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. 2. If other, please specify. 3. Was the directional button pressed during use? N/a, yes, no. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. 5. Was the yellow marker kept in view during deployment? N/a, yes, no. 6. Are images of the device or procedure available? N/a, yes, no]. Questions related to during introducer withdrawal. 1. Are images of the device or procedure available? N/a, yes, no. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. The handle of the evo because the stent wasn¿t completely release. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment. 5. How did the physician deal with this resistance? Nothing. 6. Was the lasso (suture) loop used during repositioning no.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2197667 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 16th of october 2024. On evaluation of the device, the following was observed: visual inspection: protective tubing returned in place. Red safety tab not returned. Safety wire returned in place. Red shuttle past point of no return. Directional button in the deploy position. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. Handle opened. Outer sheath separated from the shuttle cap. All inner components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2197667. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order c2197667. This was with cn-061444. The root cause for this complaint was as follows ¿a possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that a tight stricture resulted in high deployment force, which led to the outer sheath tube separating from the shuttle cap, as a result of this the stent could not be deployed. It is unknown from the additional questions if the stricture was dilated before stent placement .¿ based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2197667. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment, a tortuous path caused a build-up of pressure leading to the outer sheath separating from the shuttle cap which would have caused the noise and difficulty experienced by the customer when trying to deploy the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device.